Manufacturer narrative:
As reported capsure deployed two fasteners at the same time. Evaluation of the returned sample finds that the reported event was inconclusive as the device was received with all 15 fasteners having been deployed prior to the sample return. Functional and simulated use testing could not be performed. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a bilateral tapp (transabdominal pre- peritoneal) procedure, capsure fixation device was used to fixate 3dmax mesh. It was reported during middle of the procedure, the device deployed two fasteners at the same time. It was also reported that there was no loose fasteners and the fasteners remained in place. There was no patient injury.